Manufacturer narrative:
A specific root cause could not be identified. The provided analyzer alarm traces did not show any abnormalities. Based on the provided data, information, and because calibration and qc were acceptable, a general reagent problem could be ruled out. A pre-analytical issue or carryover due to usage of non-roche reagents was most likely.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver. 2 and cobas integra urea/bun results for one patient sample. Of the data provided, only the creatinine results were discrepant. The initial result was 58.3 umol/l and was reported outside the laboratory. The repeat result on another cobas 8000 c 702 module was 93.2 umol/l. There was no allegation of an adverse event. The reagent lot number was 283369. The expiration date was requested but was not provided.